Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that as far as they knew, nothing could be done to resolve their issue with connecting. However, they noted that it was working "ok" now. Patient reported their weight at the time of the event to be (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient got the poor communication message. It was reported that the programmer won't do telemetry with or without antenna attached. The patient replaced the batteries with two new (B)(6) batteries and still having issues. No symptoms reported. No further complications reported and/or anticipated. On 2017-06-07 additional information was received from the patient who reported their stimulator was in a bad place and it was hard for them to get it on there.